Manufacturer narrative:
Evaluation of the sample indicates the product box (outer carton) had been opened and was manipulated at some point. The mesh was found to be in the product box (outer carton), but was not contained in any of the inner product packaging (foil pouch and tyvek pouch). The tyvek pouch was in the product box (outer carton), but the foil pouch was not returned. As reported the product box (outer carton), was pulled from the shelf in the or and was found to have been previously opened. It appears that at some point, the product box (outer carton), was opened and the product was removed from the inner product packaging. It is highly unlikely that the product was provided to the customer in the reported condition, however a definitive cause cannot be determined at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution on 03/28/2017. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the ventralight st w/ echo product box (outer carton) was pulled from the shelf in the or for use, the side of the product box (outer carton) was noted to be opened and the mesh inside of the product box (outer carton) and was lying free from its sterile pouch (foil pouch / tyvek envelope). As reported there was no damage to the product box (outer carton), and there have been no demonstrations or new hires in which the mesh would need to be opened. Another mesh was available and used without further issue with no delay to the case. There was no impact to the patient.